Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to power up. The cause of the power-up failure was isolated to a defective programmable logic device (pld) u1003 on the monitor c/a board. The root cause of the defective component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) will not power on.